Event description:
Additional information received from a foreign manufacturer representative indicated that this same event was reported under MFR rep ort number 2182207-2020-00278.

Manufacturer narrative:
If any additional information is received pertaining to this event, it will now be captured under MFR report number 3004209178-2020-10703, as it was determined that 2182207-2020-00278 is a duplicate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine with an unknown concentration for a total dose of 200 mcg/day (using flex dosing) via an implantable pump. It was reported the patient showed signs of infection. It was noted when the patient presented with an infection in their back, the patient was treated and that cleared up the infection. In early 2020, an infection occurred in the pump pocket and the pump was removed. It was noted that the customer discarded the pump and catheter. The exact details of the signs and symptoms of the infection were not provided. It was noted the rep would follow up with the hcp regarding the signs and symptoms of the infections. The rep was unaware of any environmental, external, or patient factors that may have led or contributed to the event. It was noted that the patient was put on antibiotics to help with the infection. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's gender and age were proved. It was noted that the patient's weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. H6: the previously reported evaluation conclusion code no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacturer representative on 2020-jun-25. It was reported that the superficial infection was reported by the patient on (B)(6) 2020. It was noted that it settled with flucloxacillin and the wound was stable but non-healing. On (B)(6) 2020 a recurrent wound infection was found with a start date on (B)(6) 2020. A 1.5cm section laterally was not healing and there was fluid leakage from the refill needle. A hole was sent for "m&c" with no growth. On (B)(6) 2020 it was found that the wound was healing.